Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates pee-away sheath body damaged during use.

Event description:
The customer reports: the peel away sheath split in the middle before it was broken and peeled away.

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath for evaluation. Visual examination revealed the distal tip of one half of the sheath was separated. The point of separation was slightly twisted and jagged which is consistent with undue force causing the damage. The two halves of the sheath were torn along the score lines. The length of the separated portion of sheath body measured to be 0.68" and the length of the other half measured to be 3.58" which indicates the entire peeled half of sheath body measured to be 4.26" in length. The other peeled half of sheath body measured to be 4.2". These measurements are not within specifications of 2.625-2.875" per product drawing; however, this does not impact the outcome of the investigation. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length." The customer report of a damaged peel-away sheath was confirmed by complaint investigation of the returned sample. The sheath was completely torn along score line, and a small portion of sheath body was separated. The points of separation were jagged and twisted, damage consistent with undue force. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the peel away sheath split in the middle before it was broken and peeled away.